Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') and device dislocation ('malposition of essure device') in an adult female patient who had essure (ess205) (batch no. 824475-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tubes". The patient's medical history included gerd, helicobacter pylori gastritis, ludwig angina and retroverted uterus. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary tract"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary tract"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), endometriosis ("other injury(ies) or complication please describe: endometriosis."), hypoaesthesia ("numbness"), pelvic pain ("pelvic pain"), adnexa uteri pain ("fallopian tube pain"), abdominal pain lower ("pain in bottom of stomach") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with unilateral right salpingo-oopherectomy, left salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the back pain, device dislocation, vaginal haemorrhage, heavy menstrual bleeding, cystitis, urinary tract infection, nausea, dyspareunia, pelvic pain, adnexa uteri pain and abdominal pain lower outcome was unknown and the dysmenorrhoea, hypoaesthesia and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, back pain, cystitis, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, heavy menstrual bleeding, hypoaesthesia, nausea, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: current weight 210 lbs. Discrepancy noted: date(s) of insertion: (B)(6) 2007. Date(s) of insertion: (B)(6) 2007(as per pfs discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Malposition of essure device. Imaging procedure - in (B)(6) 2007: unilateral occlusion (right tube occluded). Failure to occlude (close) fallopian tubes. They were good and they were placed right. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: pif received. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain'), device dislocation ('malposition of essure device') and pelvic abscess ('pelvic abscess postoperative') in an adult female patient who had essure (ess205) (batch no. 824475-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tubes". The patient's medical history included gerd, helicobacter pylori gastritis, ludwig angina, retroverted uterus, constipation, postoperative fever, postoperative pain, incision site abscess, ovarian cyst, right lower quadrant pain, urinary frequency, acute vaginitis and pelvic pain female. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary tract"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary tract"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), endometriosis ("other injury(ies) or complication please describe: endometriosis."), hypoaesthesia ("numbness"), pelvic pain ("pelvic pain"), adnexa uteri pain ("fallopian tube pain"), abdominal pain lower ("pain in bottom of stomach") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with unilateral right salpingo-oopherectomy, left salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the back pain, device dislocation, pelvic abscess, vaginal haemorrhage, heavy menstrual bleeding, cystitis, urinary tract infection, nausea, dyspareunia, pelvic pain, adnexa uteri pain and abdominal pain lower outcome was unknown and the dysmenorrhoea, hypoaesthesia and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, back pain, cystitis, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, heavy menstrual bleeding, hypoaesthesia, nausea, pelvic abscess, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: current weight 210 lbs. Discrepancy noted: date(s) of insertion: (B)(6) 2007. Date(s) of insertion: (B)(6) 2007(as per pfs discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion malposition of essure device. Imaging procedure - in (B)(6) 2007: unilateral occlusion (right tube occluded) failure to occlude (close) fallopian tubes they were good and they were placed right. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2021: mr received. New event "pelvic abscess" was added. Patient¿s demographic detail was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') and device dislocation ('malposition of essure device') in a female patient who had essure (ess205) (batch no. 824475-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tubes". The patient's medical history included gerd, helicobacter pylori gastritis, ludwig angina and retroverted uterus. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary tract"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary tract"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), endometriosis ("other injury(ies) or complication please describe: endometriosis."), hypoaesthesia ("numbness"), pelvic pain ("pelvic pain"), adnexa uteri pain ("fallopian tube pain"), abdominal pain lower ("pain in bottom of stomach") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with unilateral right salpingo-oopherectomy, left salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the back pain, device dislocation, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, nausea, dyspareunia, pelvic pain, adnexa uteri pain and abdominal pain lower outcome was unknown and the dysmenorrhoea, hypoaesthesia and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, back pain, cystitis, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, hypoaesthesia, menorrhagia, nausea, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: current weight 210 lbs. Discrepancy noted: date(s) of insertion: (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion malposition of essure device. Imaging procedure - in (B)(6) 2007: unilateral occlusion (right tube occluded) failure to occlude (close) fallopian tubes. They were good and they were placed right. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') and device dislocation ('malposition of essure device') in a female patient who had essure (ess205) (batch no. 824475) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tubes". The patient's medical history included gerd, helicobacter pylori gastritis, ludwig angina and retroverted uterus. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary tract"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary tract"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), endometriosis ("other injury(ies) or complication please describe: endometriosis."), hypoaesthesia ("numbness"), pelvic pain ("pelvic pain"), adnexa uteri pain ("fallopian tube pain"), abdominal pain lower ("pain in bottom of stomach") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with unilateral right salpingo-oopherectomy, left salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the back pain, device dislocation, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, nausea, dyspareunia, pelvic pain, adnexa uteri pain and abdominal pain lower outcome was unknown and the dysmenorrhoea, hypoaesthesia and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, back pain, cystitis, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, hypoaesthesia, menorrhagia, nausea, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: current weight 210 lbs. Discrepancy noted: date(s) of insertion: (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion malposition of essure device. Imaging procedure - in (B)(6) 2007: unilateral occlusion (right tube occluded) failure to occlude (close) fallopian tubes. They were good and they were placed right. Most recent follow-up information incorporated above includes: on 18-jun-2020: pfs received- lot number was added. New event malposition of essure device was added. Reporter added. Intensity of pain was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tubes". The patient's medical history included gerd, helicobacter pylori gastritis, ludwig angina and retroverted uterus. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary tract"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary tract"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), endometriosis ("other injury(ies) or complication please describe: endometriosis."), hypoaesthesia ("numbness"), pelvic pain ("pelvic pain "), adnexa uteri pain ("fallopian tube pain"), abdominal pain lower ("pain in bottom of stomach") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oophorectomy, left salpingectomy). At the time of the report, the back pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, nausea, dyspareunia, pelvic pain, adnexa uteri pain and abdominal pain lower outcome was unknown and the dysmenorrhoea, hypoaesthesia and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, back pain, cystitis, dysmenorrhoea, dyspareunia, endometriosis, hypoaesthesia, menorrhagia, nausea, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.1 kg/sqm. Imaging procedure - in (B)(6) 2007: unilateral occlusion (right tube occluded) failure to occlude (close) fallopian tubes. They were good and they were placed right. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2020: pfs received events " abnormal bleeding (vaginal, menorrhagia), hysterectomy (partial), infection (bladder/ urinary tract/vaginal) type: bladder/urinary tract, nausea, salpingectomy (bilateral removal of fallopian tubes), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), oophorectomy (one side removal of ovary),fallopian tube pain, pain in bottom of stomach, numbness, lower back area pain , pelvic pain, other injury(ies) or complication please describe: endometriosis, failure to occlude fallopian tube,, abdominal pain" were added. Outcome of events "abdominal pain, cramping and numbness" were updated as recovered. Reporter information, medical history, patient demographics and lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.